Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2018-00221.

Event description:
A customer reported that the a1059 mayfield modified skull clamp's locking mechanisms were not accurate. It was unknown if there was any patient contact with the device, patient injury, or surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The unit was received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the lock will need new components added to replace worn internal parts. The product needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. The device history record review revealed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There was no previous service record. The reported complaint was confirmed. The definite root cause could not be reliably determined; most likely cause of the complaint could be wear and tear.

Event description:
N/a.